Manufacturer narrative:
UDI = (B)(4); records indicate this device remained implanted. The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) expired. A family member reported the monitor did not work.

Manufacturer narrative:
UDI = (B)(4) ; as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient was lost to follow-up for approximately three years. It was noted the patient had end stage renal disease and was non-compliant with dialysis.